Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. The noise could not be reproduced with pocket manipulation. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 9.3 ¿ 9.6 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the patient complained of electrical stimulus at pocket site. The noise could be reproduced via pocket manipulation and was binned as a high ventricular rate. The right ventricular lead was explanted and replaced. The patient was discharged.